Event description:
Additional information was received that rv lead insulation damage was suspected but this was not confirmed. The patient was stable and will continue to be monitored.

Event description:
It was reported that, oversensing and decreased pacing impedance were observed on the right ventricular (rv) lead. No intervention has been performed. The patient was stable.